Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, the under infusion was able to be duplicated. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plates being out of specification. The pressure plates required adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. This occurred during an unspecified process step. The event occurred during infusion of iron sucrose at "hemeonc/pall" care area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that a spectrum pump under infused. This occurred during an unspecified process step. The pump was set to infuse for 90 minutes but required an extra 22 minutes to fully infuse. The approximate total volume to be infused was 290ml with a remaining volume of 60ml. The event occurred during infusion of iron sucrose at "hemeonc/pall" care area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.